Event description:
Per report, after the transfemoral deployment of a sapien 23mm valve, the aortogram review showed that the patient had what appeared to be an aortic annular rupture. The patient was hemodynamically stable; the annular rupture could not be visualized on the transesophageal echocardiogram (tee). Protamine was given to the patient. The angio was repeated in approximately 15 minutes and there was no evidence of the rupture and it appeared to have sealed. The patient was still stable and on no drug support. Summary of procedure: per the tee, the aortic annulus measured 20.9 - 21mm and the sinotubular junction (stj) was 19mm. The was a large septal bulge, significant mitral annular calcification (mac),and calcification throughout the left ventricle outflow tract (lvot), aortic annulus, stj and aortic root. The patient has a preserved ejection fraction and normal coronary arteries. The patient had good access and the common femoral artery (cfa) was exposed via surgical cutdown. The sheath was placed for a 23mm sapien valve without incident. The left coronary artery (lca) was wired with a .014 bmw wire and a 2.5mm balloon. The coronary height was 9mm for the left and 7mm for the right with large bulky ca+ noted on leaflets. Sinuses were measured at 26mm during procedural tee. The sapien valve was positioned 50:50 and deployed. Post deployment revealed no central aortic insufficiency (ai), trace paravalvular leak (pvl), and both coronaries were patent. The groin was closed and a femoral runoff/angio was performed. Upon review of the aortogram, it was noted that the patient had what appeared to be an annular rupture at the leaflet insertion point tacking the left atrial appendage. The patient was stable with a blood pressure of 115 mmhg. Nothing could be appreciated on tee. The physician team decided to re-stick the non-device groin and repeated the ao gram after a dose of protamine had been given. The annular rupture could no longer be seen and the surgical team decided that it had sealed. The patient continued to be stable and was extubated on the table.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU), cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is among the potential adverse events associated with overall procedure including potential access complications associated with standard cardiac catheterization for the transfemoral access procedure, and balloon valvuloplasty. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Cine and tee images of the procedure were provided by the site for review. The images were reviewed by an edwards' physician and the following observations were made: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, severe mitral aortic calcification (mac); fair coaxial alignment; bav demonstrates pinching during inflation; the sapien valve was positioned 50:50 and moved 2mm aortic during deployment with a final 60:40 positioning; post deployment aortogram demonstrates aortic regurgitation (ar). Impressions: extra-cardiac dye during post deployment aortography suggests the presence of a coronary artery fistula vs. An aortic perforation. The former diagnosis is favored, however, a severely calcified aortic root with sinus obliteration is not present, which are the anatomical risk factors of aortic rupture. Further, significant valve over-sizing (valve diameter - aortic annular diameter >= 4mm) was not present. In this particular case, the complaint of an annular rupture could not be confirmed; however, the review of the provided images suggested the presence of a coronary artery fistula. It was reported that 15 minutes after giving a dose of protamine, the injury was not seen on the angio and it was decided that it had sealed. The device history records (DHR) review of the valve shows that the device met specifications prior to its distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.